Event description:
Split/cut noted in the blood pump section of arterial hemodialysis line in the lower left side of line. Currently investigating whether line and/or arterial blood pump was cause of split. Pt lost blood in venous line and in dialyzer, could not be returned.